Event description:
Same case as MDR ID # 2134265-2014-00110 and 2134265-2014-00111. It was reported that automatic pullback failure occurred. The 80% stenosed lesion was located at the moderately tortuous and moderately calcified right coronary artery (rca) with 20 mm length and 3.0 mm vessel diameter. During a percutaneous coronary intervention (pci), pre-dilation and post-dilation were performed with unspecified balloons. The doctor attempted to use the atlantis sr pro imaging catheter to treat the lesion. When the atlantis sr pro reached the target lesion, the physician tried to do pullback but then automatic pullback failed. The physician attempted to pull and push the atlantis sr pro many times, but resistance was still felt. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: evaluation of the returned device revealed that telescope assembly was not able to properly pull back, advance, or retract. Imaging core windup in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00110 and 2134265-2014-00111. It was reported that automatic pullback failure occurred. The 80% stenosed lesion was located at the moderately tortuous and moderately calcified right coronary artery (rca) with 20 mm length and 3.0 mm vessel diameter. During a percutaneous coronary intervention (pci), pre-dilation and post-dilation were performed with unspecified balloons. The doctor attempted to use the atlantis¿ sr pro imaging catheter to treat the lesion. When the atlantis¿ sr pro reached the target lesion, the physician tried to do pullback but then automatic pullback failed. The physician attempted to pull and push the atlantis¿ sr pro many times, but resistance was still felt. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).